Event description:
It was reported that the user contacted support for assistance with a supply change on the ilet, was guided through the steps, resumed insulin, and subsequently reported a blood glucose of 298 mg/dl after eating breakfast, with the cause of hyperglycemia documented as unclear. Symptoms included hyperglycemia. Outcomes included completion of troubleshooting and education with no alerts or alarms reported. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed no device malfunction reported or alarms observed, and no component-related issue identified, with the event temporally associated with a meal and an unclear root cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.